Event description:
It was reported that the customer was hospitalized due to low blood glucose levels. The blood glucose reading was 25 mg/dl. The customer stated that she went into the hospital to address her shortness of breath, and a doctor came in to check on her, finding her almost unconscious. She stated that no one removed the insulin pump nor checked her blood glucose reading at that time. She reported that the perceived cause of low blood glucose was her having been ill; she stated that she felt very ill to eat in the morning and did not eat lunch. Troubleshooting for low blood glucose was declined. She stated that everything was fine and that her illness and the hospital not responding to her diabetes needs was the problem. Advised to monitor the device. Nothing further reported.

Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.